Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, as per (B)(4) "completed inspiratory valve test. Rebooted unit 10 times to try and duplicate issue but was unable to. Sent log files to tech support. Ran performance test, unit passed all test and runs according to OEM specs. Tech support approved for patient use." Most likely issue was due to leakage on o2 cell port which is fixed. The failure is not reproducible anymore.

Event description:
The customer reported bellavista 1000 us alarms 401 - "inspiration valve or device leaky" prior patient use. Furthermore, there was no patient associated with the event.